Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the cadiere forceps instrument had bad tips. There was no report of patient involvement as the issue was identified prior to the start of the procedure and the instrument was not used in the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. Failure analysis found the primary failure of a broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal idler pulley. As a result, non-intuitive motion can be observed at the distal tip. The distal idler pulley spun freely and did not exhibit any damage. Additionally, visual inspection was performed and the instrument was found to have thermal damage on the main tube. The main tube was found to have localized melting at the distal end of the main tube. Since the instrument is a non-energy instrument, it did not come from the instrument. As a result, a slight discoloration is observed at the proximal clevis. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.074 - 0.136. In length and were not aligned with the tube axis.